Manufacturer narrative:
Follow-up on (B)(4): the incident category was changed from incident to non-incident following company review. Internal correction on narrative from f/u (B)(4) 2013: the case was maintained as incident until further follow-up information. Follow-up received on (B)(4) 2013: ptc global and local number were received. Ptc result received on (B)(4) 2014: (B)(4). Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusion can be drawn. No CAPA investigation is required per (B)(4), "processing essure cases in (B)(4)". Method: manufacturing review; results: no results available since no evaluation performed; conclusions: unable to confirm complaint; devices not returned. Medical assessment: the medical event reported is a known possible undesirable event and not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No further ae case reports have been received to date in relation to batch number 50700145. The review of the lot history record gave no reason to suspect a quality deficit. The technical investigation concluded "unconfirmed quality defect". In summary, based on available information there is no reason to suspect quality defect. Follow up information received on (B)(4) 2014: consumer reported that on (B)(6) 2013 was the date the devices were explanted. No further information provided. Follow-up from (B)(4) 2014: the required number of follow-up attempts has been made, with no response to date.

Event description:
This is a spontaneous case report received from a consumer via (B)(4) in united states on (B)(4) 2013 referring to herself. She is a female consumer or unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced like ice fire rushing through right side excruciating, left side very uncomfortable, not the spotting they prep you for but bleeding, cramping, pinching stabbing pain on my right side, very dull back pain down my spine that is constant, and severly depressed. No information given on consumer's history, past drugs and concurrent conditions. It is unknown whether the consumer received any concomitant medication. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted, with lot number 50700145. Consumer reported that after 3 children, three short month after delivery in 2013, she went to her gynecologist who sold her on this brand new device essure; no surgery, virtually no pain and we would be in and out within 15-20 minutes. For months, consumer did countless hours of research looking for the bad essure and she could not find anything. Since in the small office procedure room she was laid on the table and doctor said all right let's begin. At time of the essure insertion doctor said to the consumer that her uterus was tilted, and she felt a horrific pinch, but and sting he had to clamp her cervix open and tilt her uterus up. Consumer took 2 motrin's before the visit because she was told it was just some cramping and she was not prepped for what came next he inserted the camera and told it was just some cramping and she ws not prepped for what came next he inserted the camera and the essure placement device and she screamed so loudly that her husband who was in the waiting room across the doctor's office could hear her. She felt like a million knives stabbing her over and over like ice fire rushing through her right side. Excruciating. The left side was a little breezier not near as much pain still very uncomfortable. Consumer also reported that after finishing the essure procedure insertion she immediately start bleeding not ht spotting they prep her for but bleeding. Next few days, she was cramping and really sore and having to take tylenol and motrin together every 30 to 45 minutes. On an unspecified date the consumer was still bleeding like a period and it has not stopped and every time she moved she felt a pinching stabbing pain on her right side. Consumer also has noticed a very dull back pain down her spine that was constant never letting up and she called her doctor. The nurses always told her that the pain and bleeding were normal and she would go back to being her in a couple of weeks. Consumer was either at work or home curled in a ball on her bed. Consumer did not have the energy, and did not have the strength, and she has not stopped bleeding. She has lot all sense of happiness and severely depressed, where as just a month before she was outside playing with her children enjoying life. Reporter causality: the relationship between events and essure is not reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.